Event description:
It was reported that during a famoral embolectomy procedure that the a4f06 embolectomy catheter's tip seperated and remained inside the pt's vessel. The tip of the catheter was left inside the pt. No other pt injury or complication has been reported.